Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and chronic low back pain. It was reported the caller was reading the manual and they saw that the ins needed to be turned off prior to an MRI. The caller said the manual read that someone needed to come in with a clinician programmer to turn the ins off. MRI mode was reviewed; however, the caller did not have access to the patient programmer. The patient was having an MRI to see what can be done for the patient¿s back pain. The caller stated the ins has not helped the patient¿s pain and the patient has not had success with the ins. A hcp also reported the MRI was for sacral and coccygeal disorders, cervical disk degeneration a history of falling, as well as ataxic gait and balance issues. It was unknown if these symptoms were related to the device/therapy. No further complications were reported.